Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was recommended lidoderm patches but the patient declined so instead, the patient¿s oral narcotics medication was increased which seemed to be helping with the pain. The patient confirmed that the discomfort was much less.